Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure using a thermocool® smart touch® sf bi-directional navigation catheter and the patient experienced cardiac tamponade that required surgical intervention and prolonged hospitalization. Before doing the zero of the force, the patient had a tamponade. The ablation catheter was inside the patient, but no ablation was performed. The event was discovered post use of the lasso and during manipulation of the thermocool® smart touch® sf bi-directional navigation catheter (stsf) ablation catheter, after the transseptal access and before doing the zero of force. Physician's opinion on the cause of this adverse event is that it was procedure related. There were no errors from the bwi equipment. The patient required extended hospitalization because of surgical access and reported to have improved.

Manufacturer narrative:
Device investigation details: the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4)